Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is requesting surgical intervention to have their scs system removed due to x-ray imaging showing a lead fracture. No further information has been made available at this time.